Manufacturer narrative:
Our field service engineer (fse) investigated the ventilator on-site. It was reported that the ventilator generated a technical error code indicating an open safety valve. The expiratory channel printed circuit board (pcb) was found defective and need to be replaced. The device logs were nor received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating an open safety valve. Patient involvement is unknown. Manufacturer's ref.#: (B)(4).